Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #31 was removed due to a fracture.

Event description:
Additional information: the patient stated that the crown was loose and saw the dds. The dds tried to tighten the crown but was unable to. The screw was stripped in the process. We tried to remove the crown and the screw broke inside the implant. We used the screw removal kit and was still unable to take out the screw, so the implant became damaged and was removed. Based on this additional information, the implant was damaged/fractured during removal and is no longer reportable. The screw caused/contributed to this event and will be reported via the screw.

Manufacturer narrative:
This report is being submitted to relay corrected information and retraction for the initial report 0002023141-2023-00849. Based on additional information, this event is not reportable. Correction: based on this additional information, the implant was damaged/fractured during removal and is no longer reportable. The screw caused/contributed to this event and will be reported via the screw. For all details regarding this event, please see MFR report: 0002023141-2023-01602. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. No further medwatch reports will be submitted for this event.